Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin and bone overgrowth at the implant site. On (B)(6), 2015 the patient underwent revision surgery to excise excess skin and drill down bone. On (B)(6) 2015 a new abutment was placed in office, no anesthesia was used to facilitate the procedure. The implanted device remains.